Event description:
It was reported that the patient experienced a ventricular arrhythmia that was undersensed by the pulse generator. The patient complained of feeling symptomatic and said that her pulse rate was 220 bpm. The ventricular sensitivity setting was increased and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.